Event description:
The user reported that, during a single coronary artery intervention, the right coronary artery became dissected. The dissection was resolved with a stent and the original intervention was completed successfully. The event occurred during a trial with the customer. The customer has not used this catheter previously. No further harm to the pt was reported.

Manufacturer narrative:
Device eval: no device is expected to be returned for eval. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.